Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
(B)(4). It was noted the humidity in the laboratory was 23% which is below the specification stated in product labeling. The too low humidity could cause some problems with static loading of the system and contributed to the issue. The customer has taken steps to improve the humidity level.

Event description:
The customer experienced an electrostatic shock by touching the analyzer. There was no medical visit or injury. He just had a disturbing sensation. There was no adverse event.